Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon intraoperatively implanted, removed and replaced a 13.2mm vticmo13.2 -7.50/2.0/073 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2024 due to excessive vault. A shorter replacement lens was used and this resolved the problem. Cause of event was reported as patient-related factor. Reportedly, "after explantation, it was observed under the microscope that the arch height was too high, and the lens was removed and replaced with a smaller size."

Manufacturer narrative:
Claim# (B)(4).